Event description:
It was reported that, one day after implant, the right ventricular (rv) lead measured r-wave that was below sensing threshold range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.